Event description:
Balloon was inflated and ruptured with inflation in patients vessel right leg prior to reaching burst rate, balloon removed by attending surgeon and retained by hospital for evaluation.